Event description:
Cataract removal and placement of baush & lomb iol (B)(6) 2025. Within normal limits (wnl) 1-day post-operation during office visit. Onset of blurry vision, photophobia, corneal edema, irritation on exam 1-week post-operation. Eye drop administration re-education and enforcement with patient at that time. Close monitoring over next few weeks not showing much improvement. Steroid eye drops and by mouth (po) steroids for treatment. To operating room (B)(6) for intravitreal paracentesis (ngtd) and injection of antibiotics and steroids. Baush & lomb recall received (B)(6). Intraocular lens (iol) falls into model number included in recall (ee), but not lot number. (3q17806). Surgeon aware. Continued treatment now showing slight improvement.